Event description:
Customer reports she was hospitalized due to a broken leg and triple bypass due to diabetes. Customer states she lost her insulin pump while at the hospital. Customer was advised to contact insurance provider for coverage and to file a police report. No blood glucose information given. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.